Event description:
A report was received that the patient¿s leads kept showing through the skin. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc- 1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient had (B)(6) and staphylococcal infections. It was stated that the infections had disappeared after the devices were removed. No further information can be obtained by bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s leads kept showing through the skin. The patient underwent an explant procedure.

Manufacturer narrative:
Expiration date: ni. The explanted devices were not returned to bsn.